Manufacturer narrative:
K111959. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with histoacryl product. The reporter indicated that when opening the package, the leakage from ampoule had already occurred, therefore the product could not be used. The event occurred prior to use on the patient.

Manufacturer narrative:
Samples received: no samples available. Analysis and results: there are previous complaints of this code batch for the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have not received any sample. Nevertheless, ampoules received from previous complaints of the same code batch were optically evaluated and a defect in the sealing bar of the ampoule was found. The leakage of the glue occurs at this point. The picture received also shows the defect in the sealing bar. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: taking into account that there are previous complaints confirmed of the same code batch for the same issue, we conclude that the complaint is confirmed by evidence of failure in the ampoules. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA.